Event description:
Revision for stem loosening, the patient had pain, at about 5 years and 11 months post primary, the surgeon revised the stem and head. The surgery was completed successfully. The stem was reported as undersized.

Manufacturer narrative:
Batch review performed on 16 may 2024: lot 175311: (B)(4) items manufactured and released on 20-dec-2017. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical analysis performed by medical affairs department: a tha revision surgery was performed 6 years after the primary implant. The patient had complained of pain and performed a follow-up x-ray discovering loosening of the stem. Additionally, undersizing of the stem is reported as a cause of pain. The available x-ray image confirms this diagnosis, showing a mobilization of the stem (which is undersized) with a radiolucency line on the proximo-lateral aspect of the stem and the distal stem shifted towards the lateral cortical of the femur. Additionally, bone reabsorption of the greater trochanter and distal cortical thickening are visible. Aseptic loosening is a possible literature described complication after primary cementless hip arthroplasties and causes are often unknown. The specific reason of this failure cannot be determined, however the undersizing of the stem may have contributed.